Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and emergency room (ER) visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death alerts and alarms 10 / page 126: warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod).

Event description:
It was reported that patient's blood glucose (bg) levels reached 23.6 mmol/l (425 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient attempted to treat the hyperglycemia by administering correction boluses with the pod but they were unsuccessful. Subsequently the pod provided a hazard alarm and the patient went to the emergency room (ER) due to high bg levels. The patient was diagnosed with diabetic ketoacidosis (dka) and dehydration as a result of vomiting. The patient was treated with insulin and 2 bags of intravenous (IV) fluids. A new pod was activated at the hospital. After 4 to 5 hours the patient left the hospital as her bg levels had returned to normal. The patient's blood glucose and insulin history is as follows: (B)(6).